Manufacturer narrative:
The reagent lot number is 86116801 and the expiration date is 31-may-2026. The field service engineer (fse) found that the rinse volume was low on the rinse mechanism and replaced the rinse tubing, adjusted rinse volumes, replaced the sample probe, and performed an air purge, a blank cell check, mechanism checks, a hardware check, precision testing, and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 5.8 mg/dl. The patient had a new sample collected and tested that gave a calcium result within the normal range. This prompted the customer to repeat the first sample. The sample was repeated and the result was 9.08 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
The customer stated verbally that their qc was within specification. The calibration data provided was within specification. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.